Event description:
It was reported that the customer received treatment due to blood glucose levels greater than 600 mg/dl. The caller stated that the insulin pump screen was frozen with the message bolus delivered, and it would not clear. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No unexpected bolus delivery alarms that were unable clear were noted. The insulin pump was received with all buttons responding properly. The insulin pump was received with a missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.